Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump received an low battery alert, external ram crc error, unexpected restart and displayable history crc check failed. The customer¿s blood glucose level was 79 mg/dl. Customer states that he received many alarms after not using the pump for a while. The customer was assisted with troubleshoot and customer was unable to test. The insulin pump will be returned for analysis.